Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was connected to a patient in transport when the patient stated they did not feel well and it was observed that the epg was pacing in the emergency mode. Adjustments were made to the epg and the patient recovered. The status of the epg is unknown. No patient complications have been reported as a result of this event.